Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Pfs has no new allegation reported. After review of the medical records the patient was revised to address pain and elevated chromium and cobalt levels. Operative note reported of chromium and cobalt levels were high. Added laboratory result and patient medical history.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient stated hip was squeaking, blood test showed elevated cobalt chromium levels, as well as pain and discomfort.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor